Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d9, h4, h6.

Event description:
Healthcare professional reported "patient has a capsulectomy" and "[patient] feels that one might be ruptured". This record is for the right side. Device has been explanted.

Event description:
Healthcare professional reported, right side rupture. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening and observed a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases and non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: h3, h6

Event description:
Healthcare professional reported right side rupture. Healthcare professional reported "patient has a capsulectomy" and "[patient] feels that one might be ruptured". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Device was explanted.